Event description:
During an open heart procedure, the surgeon reported that there was extreme bouncing on the heart and the device would not hold heart. This condition made the surgeon redo the graft in order to complete the procedure. The surgeon was able to complete the procedure using another stabilizer. No additional complications to the pt was reported.